Manufacturer narrative:
Reported that there was possible treatment areas resulting in burns in crossover areas.

Event description:
Reported complaint alleged that the patient received a couple of burns during j-plasma procedure. No additional information has been provided.